Event description:
"Unable to remove embolectomy catheter from pt's leg during surgery. Pt required 5 hours of intense vascular surgery to correct damage."

Manufacturer narrative:
Eval: inspection of the returned catheter found that the catheter was damaged on the catheter tip. The catheter had a radial ruptured through the midsection of the balloon. The proximal winding and the midsection of the balloon were still attached to the catheter shaft, while the other midsection of the balloon, distal winding and the spring tip were not intact. Only the spring tip is returned and has been stretched in two pieces, one was approx 5.2 inches, while the other one was 2.3 inches. A typical spring length from end of cuffing for this model is 0.650 inches. Pull testing was performed on similar catheter to replicate the failure with respect to the applied force. A force of 7.00 lbs was registered on the pull force tester in order to strech the spring tip to 7.5 inches. Spec for spring retention force for emb-4f is 1.5 lbs. It is unk at what force the tip (spring) of catheter had broken off. None of the above lot remains in finished goods. Conclusion/corrective action: the cause of breakage of catheter tip (spring) failure could not be determined. The catheters are designed in such a way that the proximal winding slips or the balloon burst under excessive force. This prevents the force from being applied to the catheter body and prevents it from breaking inside the pt. This also prevents excessive force from being applied to the vessel itself. Therefore, in order to break the catheter tip (spring) a considerable amount of force must be placed on the catheter. All catheters undergo a 100% visual inspection and leak test during production. In addition to this testing, an aql sample is taken from each shop order by qc, then visually inspected, leak and pull tested prior to sterilization. All catheters sampled must reach the minimum spec pull force prior to failure. No corrective action required at this time.